Event description:
Customer reported unexpected negative reactions on a patient samples tested on the echo, during instrument validation. Patients had a previous history of anti-k, anti-fya, anti-e and anti-c. The samples had a negative screen on the echo, and gave positive results by an alternate method. No transfusion reactions were reported as a result of this unexpected negative reaction.

Manufacturer narrative:
Reactivity of the k, fya, e and c antigens were confirmed on retention capture-r ready ID lot id111, used by the customer at the time of the event. Reactivity of the k, fya, e and c antigen was confirmed by DHR review for capture-r ready screen 3, lot r038, also used by the customer at the time of the event, the product had expired before the complaint was received. A service call was made. The instrument performed as expected.